Event description:
It was reported that the cot load wheels got stuck in a crack, causing a unit tip. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.